Event description:
A doctor reported that the day following an intraocular lens (iol) implant procedure, a patient experienced a high level of inflammation and cloudiness in the anterior chamber. Anterior chamber irrigation was performed on the same day. The symptoms did not improve, therefore a vitrectomy and explantation of the lens was performed. At a later date, a lens was implanted into the patient's eye using suture fixation. Symptoms have resolved. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Evaluation summary: photo evaluation provided by a company physician:with the provided images assessment were observed.1. Cataract.2. Apparent post-operative intraocular inflammation /endophthalmitis and its apparent resolution.video evaluation provided by a company physician:conclusion: no abnormal incidents were observed other than pupillary constriction and the duration of the procedure. The product investigation could not identify a root cause. A voluntary recall of acrysof restor® and restor® toric iol models occurred on april 16, 2015, after an increased number of complaints of ocular inflammation post cataract surgery. Following the announcement of the recall, reports of post-surgical ocular inflammation for non recall lenses in (B)(6) were also received. It is not unusual to expect the number of complaints to increase following such an announcement as there is heightened awareness of the event. The increase in complaints observed for the non recall models is specific to the (B)(6) market. Based on the interpretation that this increase in the number of reports of post-surgical ocular inflammation for the non recall models is below the published rates (oshika t, et al. Incidence of endophthalmitis following cataract surgery in japan. Acta ophthalmol. Scand 2007:85:848-851), we will continue to closely monitor for any potential trends or signals.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis . Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested and received. There are two medical device reports associated with this event. This report is for right eye. (B)(4).